Manufacturer narrative:
This report is submitted on may 09, 2017.

Event description:
It was reported that the patient had developed and infection at the implant site resulting in the extrusion of the electrode array. The implanted device remains.

Manufacturer narrative:
It is now reported that the infection was treated with oral and IV antibiotics (date and duration unknown). Subsequently, the device was explanted on (B)(6) 2018. The patient was not reimplanted.